Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s lv lead was dislodged. No symptoms were reported. The patient underwent lv lead revision where the lead was replaced with a new one. The patient condition is stable.